Event description:
It was reported that there was oversensing/noise on the ventricular egm. Lead impedances were within normal range. The oversensing/noise was difficult to reproduce. Both the device and lead were explanted. Upon visual inspection of the device and header block, the lead was securely held within the header. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing/noise on the ventricular egm. Lead impedances were within normal range. The oversensing/noise was difficult to reproduce. Both the device and lead were explanted. Upon visual inspection of the device and header block, the lead was securely held within the header. No patient complications have been reported as a result of this event. Additional information was received alleging that the patient 'suffered physical and other injury' including increased medical monitoring and treatment, failure, fracture, inappropriate shocking' as a result of the lead. And that the patient has 'sustained and will continue to sustain severe physical injury and/or death, severe emotional distress, mental anguish, economic losses and other damages'. It also alleged the patient suffered 'loss of companionship and society'

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary: prk103980h no anomalies found. Lfj012079v no anomalies found; full lead returned. Visual examination noted that the setscrew marks are too proximal on the pin, indicating the is-1 connector pin was not fully inserted into the header.